Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent a supracervical hysterectomy on (B)(6) 2011, following pelvic organ prolapse, an enterocele and failed mesh. No additional information was provided. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07252 and medwatch 2210968-2012-07253. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence, tricompartment prolapse, and pelvic relaxation concurrently with a partial vaginectomy and levator myorrhaphy. It was reported that the patient underwent a transvaginal revision/partial resection of prosthetic vaginal mesh graft on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
It was reported that due to pain and dypareunia the patient underwent mesh removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07252 and medwatch 2210968-2012-07253. The same patient is represented in each medwatch.